Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female pt who received super poligrip original denture adhesive cream (formulation (B)(4)) or fixodent over a period of 20 years for denture adhesion. A physician or other health care professional has not verified this report. From 1989 to 2007, the pt used fixodent (dental). On an unk date in 2007, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt was exposed to excess zinc resulting in copper depletion." The attorney claimed "this copper depletion results in the development of, inter alia, a constellation of neurological symptoms generally referred to as neuropathy and other complications. By the time these symptoms are noticed and eventually connected to excess zinc and copper depletion, the user already suffers permanent neurological and other physical injuries... And enduring disabilities." This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. The manufacturer's report number for this case is 9681138-2009-00080. Super poligrip is manufactured in (B)(4), and neither the product for lot number for this product is available. (B)(4).